Manufacturer narrative:
The device was explanted following the patient's death. Our reliability assurance laboratory was granted temporary access to the device. Visual inspection noted that the leads were still attached to the device. Interrogation noted that the battery status was now at elective replacement indicator which was declared on (B)(6) 2007. No fault codes or warning messages were present. The device was returned to the patient's attorney. No additional information was available at that time. This device was included in the (B)(6) 2005 and (B)(6) 2006 physician communicated advisory populations. Subsequently, the device was released from legal hold and a detailed analysis performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis confirmed the performance of this product was not a causative factor in this patients death. The product has been archived as meeting specifications.

Event description:
Boston scientific crm received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) expired due to coronary heart disease. At the time of the patient's death the patient was under medical supervision and there were no product performance allegations. New information received indicates that a representative for this patient has retained an attorney and recently submitted paperwork as part of the litigation process. There was an allegation that the patient suffered injuries (wrongful death) due to device malfunction. This device is included in an advisory population.